Event description:
It was reported that during a surgical procedure conducted at the user facility, a led cover disassembled from the device. No impact the patient, adverse consequences, medical interventions, or procedural delays were reported with this event.

Manufacturer narrative:
The reported event that the screen that goes over the eye has fallen off was confirmed during visual inspection. It was observed that the large led lens was broken off. Any physical impact to the navigated instrument can cause product damage or operational failure.

Event description:
It was reported that during a surgical procedure conducted at the user facility, a led cover disassembled from the device. No impact the patient, adverse consequences, medical interventions, or procedural delays were reported with this event.